Event description:
Reportable based on device analysis completed on 09-nov-2018. It was reported that the tip of the device was slightly bent and got stretched. The target lesion was located in moderately calcified blood vessel. During preparation, it was found out that the tip of the device was slightly bent and stretched. The procedure was completed with this device and no patient complications were reported. However, device analysis revealed the distal tip of the device was broken. Device evaluated by manufacturer: the device was returned for analysis. Analysis of returned product revealed that the wire has its distal tip kinked, stretched and broken. There are also a number of kinks along the body of the wire. The overall length and outer diameter (od) of the distal tip could not be performed due to the condition of the device. The od of the middle and proximal portions of the device were within specification.